Manufacturer narrative:
The customer¿s complaint of an unexpected bolus delivered could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the clinician connected a primary infusion set to the patient-side y-port of a second primary set without inserting the first set into a pump module. The patient received an unexpected bolus of an unspecified fluid. There was no report of patient harm.